Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a noisy screen. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most likely occurred due to damage to the universal plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.